Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found two external insulation abrasions, consistent with friction to another device or feature of patient anatomy. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.